Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. When passing the farawave catheter through the faradrive sheath and performing the standard aspiration and flushing steps to remove air, the flushing port would flush but would not aspirate. Aspiration was subsequently attempted using a separate bowl of normal saline; however, the issue persisted. Upon inspection, no external damage, leaks, or abnormalities were observed on the sheath. No air bubbles were observed within the device or introduced into the patient. The sheath was replaced, and the procedure was completed using another faradrive device. No patient complications occurred, and the patient recovered fully.